Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with broken belt clip slot.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 7 pm with a high blood glucose level of 838 mg/dl. Customer states he was just very disoriented and needed assistance in standing. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.